Event description:
An 85 y/o male was delivered to the emergency room in cardiac arrrest. The hosp staff attempted to administer external pacing using the device. Each time the operator attempted to increase the pacing current above 0ma, the unit allegedly displayed a leads off alarm and pacing was inhibited. A backup device was made available and used to administer external pacing. The same pacing electrodes were used but with a different pacing cable. The pt was not resuscitated. The physician indicated that external pacing would not have made a difference to the pt's outcome.